Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The xience prox referenced was filed under a separate medwatch report number. Evaluation summary: visual, dimensional and functional inspections were performed on the returned device. A kink and a tear in the guide wire exit notch were noted during return analysis. The investigation was unable to determine a conclusive cause for the noted kink and guide wire exit notch tear. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion located in the coronary artery. The shaft of the xience pro x stent delivery system separated in two pieces during advancement. The device was removed and another stent was used to complete the procedure. The patient is doing well. There were no patient effects. No information was provided. A 2.5 x 20 mm rx trek was received in the returned goods lab with no information regarding the device issue. A tear in the guide wire exit notch was noted. The device appeared to have entered the patient anatomy. No additional information could be obtained regarding this device.